Manufacturer narrative:
The device was sent to an off-site laboratory for microbiological testing. The results of the testing are not yet available. A physical evaluation of the device will follow once the device is received from the laboratory. A supplemental report will be submitted if additional and significant information becomes available later.

Event description:
Olympus was informed that a duodenovideoscope was cultured as part of the user facility's surveillance testing. The test results indicated that the duodenovideoscope tested positive for klebsiella pneumoniae and e-coli (both drug resistance versions). Olympus followed up with the reporter to obtain additional information regarding the event but with no results.